Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record revealed that the device was shipped in accordance with the specifications and had no nonconformity at manufacturing. Based on the results of the investigation, it was determined that the foreign material in the nozzle caused insufficient air water flow. Hence, it was determined that the device did not satisfy its performance and specifications and the root cause could not be identified. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: inspection method is described in the operation manual ¿chapter 3 preparation and inspection 3.8 inspection of the endoscopic system. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the device evaluation found the following: due to clogging of nozzle, air supply volume does not meet the standard value; due to clogging of nozzle, water supply volume does not meet the standard value; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; due to wear of angle wire, the play of upwards/downwards knob is out of the standard value; adhesive on bending section cover or distal sheath rubber has a chip; due to clogging of nozzle, water removal ability does not meet the standard value; scope cover unit has a scratch; forceps elevator lever has a scratch; forceps elevator knob has a scratch; right/left knob has a scratch; upwards/downwards knob has a scratch; switch box has a scratch; scope cover has a scratch; switch1 has a scratch; protector of universal cord on scope connector side has a scratch; scope connector has a scratch; universal cord has a dent; grip has a scratch; suction cylinder is shaved; control unit has discoloration; control unit has a scratch; due to clogging of nozzle, water removal ability does not meet the standard value; adhesive on bending section cover or distal sheath rubber has a chip; universal cord has a scratch; and forceps channel port is shaved. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope nozzle had a foreign object. There were no reports of patient involvement.